Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during filling with fluorouracil. The reporter stated that this drug solution leaked onto the hands of the pharmacist, who was wearing gloves. There was no report of injury to the pharmacist, and there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13m023 was manufactured between november 6, 2013 ¿ november 7, 2013. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.